Event description:
It was reported that insulation damage was observed on the right ventricular lead and right atrial lead.

Event description:
It was reported noise leading to oversensing and inappropriate pacing was observed on the right ventricular (rv) lead and right atrial (ra) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.